Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgeon's name, or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system. The 2.5mm non-locking screw was reported to have snapped at the neck on a fifth metatarsal plate intra-operatively. No other information was provided by the complaint initiator.